Event description:
Patient had pain in left shoulder approximately three years post a slap repair. When checked, the tissue tak (x3) had not dissolved, the heads broke off and became lodged in the shoulder causing pain and damage to the shoulder joint. Total shoulder replacement needed. This incident was first reported to arthrex via letter to our legal department from the patient's attorney. This report is made in response to this first notification. This device is used for treatment.

Manufacturer narrative:
The devices were not returned and the customer's complaint could not be verified. No other complaints have been identified for this part/lot number combination. No information is known regarding the original surgery and/or patient compliance with post operative instructions. Review of device history revealed nothing relevant to this event. A definitive cause could not be determined for this event from the information available.